Manufacturer narrative:
Device not returned - device is not available for evaluation because it was discarded by the customer. Therefore, this event is reported solely on the information provided by the customer. A review of the complaint database of the last 4 years found no other occurrences of jacket restraints that have been torn apart. Since the product is not available for investigation the reported issue could not be confirmed. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU warns the user to check device for damage before use and to discard the device if they have any questions about patient safety. The IFU also states do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. The posey sleeved jacket is intended for use with patients that are at risk for falls or those requiring a restraint to assist with medical treatment. The device is not intended for use with patients that are or may become highly aggressive, combative, agitated, or suicidal. At this time, there is no evidence of manufacturing failure or nonconformity. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
It was reported that a customer had a patient who was able to tear item 3050l to pieces. The product in question has been discarded. The date of the event is unknown and no injuries were reported.